Manufacturer narrative:
Additional information received on february 8, 2022 indicated that the device replaced with cat#: 3507004bc on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 14, 2022 indicated that the left side cc was grade ii. The patient had capsulotomy procedure. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 24, 2022 indicated that date of removal updated to (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent an unspecified breast surgery with a 700cc mentor memorygel breast implant experienced left sided baker¿s grade iii capsular contracture post procedure. The capsular contracture was diagnosed by a physician with patient complaining of tightness. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.